Manufacturer narrative:
(B)(4). Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir/p-cap in place due to missing retainer. Unit also received with broken belt clip rails. Cracked case(battery tube) and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the belt clip rail was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.